Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and calcification. The 3.0 x 12 mm voyager nc balloon was advanced; however, during inflation, the balloon ruptured at 9 atmospheres. The device was removed and a new balloon catheter was used to complete the procedure. It was noted that the balloon was prepped inside the patient anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.